Manufacturer narrative:
The reported event occurred on (B)(6) 2014. Steris was not made aware of the event until the medwatch was received on november 5, 2014. A service request for the table subject of the reported event was opened on (B)(4) 2014 requesting steris to inspect the table. A steris service technician inspected the table on (B)(4) 2014 and found oil leaks in the floor locks at the head section and the floor lock feet requiring replacement. The steris service technician advised the user facility's biomed of his findings. The table is approximately seven years old and is not under steris service contract; the table is serviced and maintained by the user facility. On october 23, 2014 the user facility requested steris perform preventive maintenance on the table. A steris service technician inspected the table and replaced two missing screws on the table's column shroud. The table was tested and returned to service. No additional issues have been reported.

Event description:
Reference medwatch (B)(4).